Manufacturer narrative:
Insulin pump received with intermittent up button, due to flattened dome. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case on display window corner, battery tube threads and minor scratches on case.

Event description:
Customer reported a button error on his insulin pump. He stated it started about a month ago when he noticed that up button was soft with no click. He received a button error alarm yesterday. Customer holds the device in his pocket. Customer's current blood glucose was unknown. Yesterday, his blood glucose was around 145 mg/dl during lunch, and it was 170 mg/dl when he got home. This morning it was normal. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)